Manufacturer narrative:
The customer's calibration data was requested but not provided. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's qc was acceptable before patient testing. The field service engineer performed instrument checks and instrument maintenance. He performed performance testing and precision testing with acceptable results. The customer performed qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ldhi2 lactate dehydrogenase acc. To ifcc ver.2 results for three patients tested on a cobas 6000 c (501) module. For patient 1, the customer performed ldhi2 testing on two sample tubes collected at the same time. A questionable ldhi2 value was reported outside the laboratory. The customer performed repeat testing with both sample tubes on the same analyzer and on a different analyzer. For patient 2 and patient 3, the customer did not report any questionable ldhi2 results outside the laboratory. The customer performed repeat testing for confirmation. Patient 1's first sample tube had an initial ldhi2 result of 437 u/l. The first sample tube was repeated on the same analyzer, and the ldhi2 result was 296 u/l. The first sample tube had an ldhi2 result of 375 u/l on a different analyzer. Patient 1's second sample tube had an initial ldhi2 result of 227 u/l. The second sample tube was repeated on the same analyzer, and the ldhi2 result was 339 u/l. The first sample tube had an ldhi2 result of 376 u/l on a different analyzer. Patient 2's initial ldhi2 result was 441 u/l, and the patient's repeat ldhi2 result was 328 u/l. Patient 3's initial ldhi2 result was 231 u/l, and the patient's repeat ldhi2 result was 176 u/l. The customer determined the ldhi2 result of 375 u/l was correct for patient 1. The correct results for patient 2 and patient 3 were requested but not provided. The ldhi2 reagent lot number was 457069 with an expiration date requested but not provided.